Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered breast implant illness, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 27, 2023, mentor received additional information indicating that the had undergone breast implant removal surgery on an unspecified date. The patient reported that the implants were toxic bags that caused them systemic mastocytosis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness.

Manufacturer narrative:
On october 26, 2023, mentor received additional information indicating the patient ethnicity and race. They have been populated accordingly. In addition, the patient experienced the following symptoms: weight loss, shortness of breath, metal taste at times, oral thrush, night sweats, skin rashes, hormone imbalances, numbness and tingling in arms and hands, foul body odor, muscle twitching, dehydrated, chronic neck and back pain, premature aging, anxiety and panic attack.

Manufacturer narrative:
On december 20, 2023, mentor received additional information indicating that "necrotted" tissue was removed along with the patient's impacted implants.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2024, it was decided to remove health effect - clinical code, e2327, to more accurately capture the reported event.